Manufacturer narrative:
Per good faith effort (gfe) response, a 1105 "alarm led failed" alarm error occurred and could not be silenced. There was no patient involvement at the time the issue was discovered. Based on this information, the issue does not meet the reportability criteria and was reported in error.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that an alarm could not be silenced. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that an alarm could not be silenced. A service proposal for repair was sent to the customer for approval, and the customer accepted. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. The investigation is ongoing.